Event description:
ICD placed (B)(6) 2006 with pt receiving several shocks. While at rest, suddenly w/o warning or symptoms rec'd 7 shocks. Presented to (B)(6) and interrogation revealed multiple shocks related to a lead failure. Defibrillator, pulse generator and lead replaced.